Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer's blood glucose level was impacted 545 (mg/dl). The customer took a manual injection. It was indicated that the customer had manual injections available for alternate insulin therapy.